Manufacturer narrative:
On site investigation was performed in 2008. Sabina lift was found to be in good condition and had never been removed from svc. The sling used was found to have some stitching coming undone. Incident could only be recreated when mfrs instructions for proper pt transfer were not followed.